Event description:
It was reported that the lead had low pacing impedance. Possible insulation anomaly was observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the reported impedance anomaly was confirmed. The lead was returned in two parts. A short circuit was measured between the coils due to external and internal insulation abrasions at 32.5 cm from the lead tip, consistent with clavicular crush. The etfe coating on the rv cables and sensing cables were abraded at this location.